Event description:
Caller indicated the glucocard expression meter was giving high readings. Mr. (B)(6)'s son called in on his behalf stating that his father tested and the results were high, so he took his insulin and then retested about 20 minutes later he retested and the result indicated that his bg level was higher then it originally was. Caller when to the pharmacist who told him to check the meter with the control sol. When he did the controls were out of range, but he didn't have the meter in control mode. Then he performed a test in control mode with the control solutions on his finger and the readings were also out of range 133 (range 96-130). He was using incorrect technique to test controls. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.